Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tube had the stopper pop out of the tube. The following information was provided by the initial reporter: the customer "returned to complain about the tubes that continue with the stopper opening even following the correct orientation for closing the stopper.¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photos and one video were provided by the customer for investigation. The photo and video was reviewed and the indicated failure mode for stopper pop off with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tube had the stopper pop out of the tube. The following information was provided by the initial reporter: the customer, "returned to complain about the tubes that continue with the stopper opening even following the correct orientation for closing the stopper."